Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert. The customer stated that the display went blank for less than 30 seconds. She changed the battery and received a battery out limit alarm. The customer stated that the batteries were not out of the device for greater than duration allowed. Blood glucose value was 145 mg/dl. During troubleshooting, the customer stated that the battery cap was not damaged or corroded. She was advised that a battery cap replacement would be sent and to monitor the device.